Manufacturer narrative:
Additional information: a potential lot number was provided by the customer with the returned sample. Medical device lot #: 5173748. Medical device expiration date: 5/31/2018. Device manufacture date: 6/22/2015. Device evaluation: results: two samples; one used (unit 1) and one unused in a sealed package (unit 2), were returned for evaluation. Unit 1 (used): a visual inspection revealed a catheter-adapter assembly connected to an extension set which consists on a stopcock and a q-syte. The remainder of the unit (safety barrel/needle) was not returned for evaluation. A microscopic inspection revealed traces of blood on the catheter tubing and that a portion of the catheter tubing was missing (about 22mm. In comparison with the representative sample). The end edge of the catheter tubing had a ¿clean cut¿ appearance caused by a sharp object (not cannula) with no stretch signs. A review of the device history record could not be performed as a lot number for this used device was not provided. Unit 2 (unused): a visual inspection revealed a representative device inside a sealed package from lot # 5173748. All components were intact. A microscopic inspection revealed no physical/mechanical damage observed on any of the components. The tubing was not cut, stretched, bent or kinked. A review of the device history record for the lot number for this potential representative sample has not yet been completed. Conclusions: an absolute root cause for this incident cannot be determined based on the investigation that has been completed thus far. However, our quality engineer states that the catheter tubing of the used device appears to have been cut by a sharp object, does not show evidence of a spear through, and that there is not enough evidence to determine the origin of the cut. Additionally, during the assembly process there is a 100 percent automated vision system inspection for tip spear, base spear and lie distance. Defect of this type found during manufacturing would be discarded. A review of the device history record for the potential lot number 5173748 will be performed and upon completion, a second supplemental report will be filed.

Manufacturer narrative:
Results: a review of the device history record revealed no irregularities during the manufacture of the reported potential lot # 5173748.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon removal of a bd insyte autoguard bc shielded IV catheter with blood control technology that had been insitu for 48 hours, a large portion of the catheter was missing. The patient received an x-ray but the broken catheter was not visualized and no abnormalities were detected. The patient was discharged home asymptomatic and with no complaints.